Event description:
The customer reported functionality was lost from both monitors. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display adapter pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and put back into service.